Event description:
In 2006, total right knee replacement. Report received from another facility where pt is being followed. Three months later, culture from right knee synvial fluid with mycobaterium fortuitum. Joint removed/explanted, current culture of right knee from surgery reported as positive afb.